Manufacturer narrative:
(B)(4). Date of initial report : 02/08/2016. Visual inspection found the knife is trapped and contained within the jaws. The jaws were stuck shut due to the knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Manufacturing non-conformances were reviewed. No entries pertinent to the report were noted.

Event description:
The customer reported that the jaws of the device stopped opening wide during a laparoscopic colon procedure.